Event description:
The subject was admitted to the hospital in 2007 with suspected sepsis possibly related to the insertion of a temporary apheresis catheter five days earlier. Since the line insertion and leukapheresis procedure, the subject complained of occasional nausea with dry heaves, worsening skin rash, one episode of severe hypoglycemia four days earlier, and the development of rigors the following day.